Event description:
Per surgeon, ethicon enseal device provided by pvh is substandard, and does not seal, causing bleeding and request to open a monopolar device to finish procedure. FDA safety report ID # (B)(4).